Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker could not be interrogated: the telemetry head could not communicate with the device, no green led was on. The same result was obtained with another programmer. No communication was established, even when pressing the red cross on the inductive head. A magnet test showed normal pacing at 96 min-1 and ECG showed that pacing was appropriately delivered.